Manufacturer narrative:
Additional information was received indicating that the fault occurred during preventative maintenance with no patient involvement. One level 1 hotline low flow system was returned for analysis. Upon visual inspection of the unit, it was found that it was out of calibration, the enclosure was cracked at the drain fitting, both covers were cracked, the line cord was worn, and the pole clamp handle was broken. The tank was then filled with water, the temp check was attached, the line cord was plugged in and the unit was turned on; confirming the complaint. Based on the evidence, the complaint was confirmed. The root cause was found to be due to user interface as the unit was out of calibration.

Event description:
Information was received that device doesn't alarm when doing the overheat testing. No adverse events reported.